Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient was experiencing blood glucose levels in the 2.3 to 3.9 mmol/l range with shakiness and tiredness around lunch time for about 2 weeks. The reporter indicated that the pump insulin to carbohydrate settings and basal rates for 11am were changed 3 weeks earlier. The pump prime history showed several fill cannula steps performed but the reporter indicated that the fill cannula step was performed when the patient¿s site was disconnected. The pump history was reviewed and it appeared that the pump histories were not adding up appropriately. The pump total daily dose history appeared to correctly reflect the basal and bolus totals. This report is made based on the allegation that the patient experienced hypoglycemia associated with the indication that the pump histories may not have been adding up appropriately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: no battery cap was returned with the pump for testing; a test cap was inserted to complete investigation. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.